Manufacturer narrative:
Patient information was unavailable. Device serial number unavailable. Name of initial reporter unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the system did not power on. The power cable was replaced, and the issue resolved. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. H4) device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a procedure. It was reported that intra-operatively, the site was using the system and it started beeping and then shut down completely. The site was unable to power it back on, so they switched to using another navigation system. The procedure was completed using navigation and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue. The site plugged the system in for an hour and half in the hallway and then when they tried to turn it on, it still wouldn't power on.

Manufacturer narrative:
Additional information: name of initial reporter provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that this issue occurred during a craniotomy procedure. The system shut down while it was plugged into a known good outlet.

Manufacturer narrative:
The cable was returned to the manufacturer for analysis. Analysis found that the cable was severely twisted. A continuity test revealed an open in the brown wire. Analysis found that the reported event was related to an electrical issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.